Event description:
Additional information reported the patient started their morphine treatment in (B)(6) 2015. A culture of the device pocket was obtained, and skin staph. Was the result. The patient was treated with IV antibiotics and oral antibiotics. A partial device system explant was performed; the intrathecal portion of the catheter was rotated, and a new pump and catheter extension were implanted on the opposite sides. The infection resolved, and the patient experienced no drug withdrawal. The patient wore a belt over the pump, which eroded through the scar, causing the infection.

Event description:
Sometime after the patient was implanted with their pump and catheter, a non-healing wound developed over the pump and there was a question of infection. Perioperative antibiotics had been administered. It was indicated that the patient had been getting good results with the pump therapy and had not experienced any additional symptoms due to the wound. In addition, there had not been any additional signs or symptoms of infection and he had not developed meningitis. The physician thought that the patient¿s belt line was rubbing on the pocket incision and infected the incision. When the physician gave the patient antibiotics, the wound persisted. The physician implanted a new pump and pump/spinal revision kit catheters on the opposite side of the original pump. As of (B)(6) 2015, the patient was still being treated by the physician, though he was getting great pain relief at 3mg of morphine per day. The device system was being used to deliver morphine. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).